Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:20:10. During night drain cycle two, the patient's ultrafiltration reading was 1537ml, indicating the home patient (hp) drained 1537ml more than their maximum programmed fill volume of 2300ml. No additional information is available.